Manufacturer narrative:
Evaluation results: gi bleed.

Event description:
Two endeavor sprint rx drug-eluting stents were implanted, overlapping, at the mid lad (MFR report# 2953200-2009-01666) and two endeavor spring rx drug-eluting stents were implanted, overlapping, at the mid rca (MFR report# 2953200-2009-01668 and 2953200-2009-01669). At 30 day follow up, patient displayed stable angina. A spontaneous gi bleed is reported to have occurred approximately 5 months following index procedure. Investigator indicated that event was not related to the study stent. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to the event. Patient was asymptomatic/free of symptoms at 6 month and 1 year follow up.